Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the cutting burr device broke when the surgeon was attempting to pull out the device after making a hole. It was reported that the event occurred during use on a patient. It was reported that all of the pieces were retrieved from the patient. There were no delays to the surgical procedure. It was not if a spare device was available for use. It was reported that there were no adverse consequences to the patient. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: the lot number was inadvertently documented as a serial number on the initial report. The lot number has been updated (B)(4) and the serial number as n/a. Therefore,(B)(4). Additional information: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The external features of the cutter device were visually inspected and it was observed that the tip of the cutter was broken. The cutter was examined and photographed using 28 x magnifications. Based on the photographs taken, it was determined that the angle indicated that there was an excessive force applied. It was determined that the root cause of the device breaking was due to excessive lateral or side to side force. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The serial number was documented as (B)(4) on the initial report. Subsequent follow-up with the customer determined that the correct serial number was (B)(4). Label for single use: was inadvertently documented as "no". Since cutting burr device was single-use, has been updated to reflect this information. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.